Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention will be taken at a later date to address the issue. Event date is unknown.

Event description:
Device 1 of 3 reference MFR. Report# 1627487-2015-20101 reference MFR. Report# 1627487-2015-20102 additional follow up identified the patient's scs leads were explanted and replaced with another model. Reportedly the patient has effective stimulation postoperatively. Two additional leads have been added as devices 2 and 3

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.